Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) expereinced noise, resulting in an inappropriate shock and inhibition of pacing. The noise could not be recreated with patient manuevers or activity.